Event description:
A power co problem caused the hospital's emergency power to cycle on and off several times. The staff observed that this ventilator was then running on battery power. The ventilator was connected to a good a/c power source and never switched back to a/c operation. The staff then replaced this ventilator and sent it to the biomed department to be checked. There was no pt injury.